Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and 417 mg/dl. The current blood glucose was 550 mg/dl. Customer encountered around 10 no delivery alarms. Customer refused troubleshooting for high blood glucose and pump check because pump has self-test function anyway. The insulin pump will not be returned for analysis.